Event description:
The following was reported to davol: it was reported that the patient was implanted with a bard ventralex patch on (B)(6) 2014. The patient developed pain and an inflammatory response. The patch was explanted on (B)(6) 2014 and the patient's pain and inflammatory response disappeared. The contact stated that the patient has an allergic disposition.

Manufacturer narrative:
Based on the limited information provided it can not be determined to what extent, if any, the patch caused or contributed to the patient's post operative experience. The information provided indicates that the patient may have a predisposition for foreign body sensitivity. A review of the manufacturing records has been conducted and found no anomalies during the manufacturing process. Inflammation is a known possible complication listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.